Event description:
It was reported that the fiber started forward firing during the procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached. The reported forward firing allegation was confirmed. The metal cap exhibited severe charred detritus adhesion on surface, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber.

Event description:
It was reported that the fiber started forward firing during the procedure. The procedure was completed with another device. There were no patient complications.